Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced infusion set tubing detachment event on (B)(6) 2025 while sitting. The site of detachment was close to the site location. The infusion set was in use for two days and site of insertion was left abdomen. No further information available.